Event description:
It was reported that during service and repair pre-testing, it was discovered that the foot control device had "oil contamination". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.